Manufacturer narrative:
G4: 05oct2020 b4: (B)(6) 2020. A good faith effort was made and the customer stated that the issue was found during preventative maintenance of the device. A work order was created for onsite service from a philips field service engineer (fse) and was subsequently cancelled. A review of this complaint found no parts were ordered and onsite service was canceled and the case was closed. Per notes in the work order, the fse confirmed the issue was resolved and work order has been closed out . Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 26aug2020.

Event description:
It was reported to philips that the device had inhalation valves that failed. The device was reported to be in clinical use at the time of the event; however there was no report of patient or use harm.